Event description:
It was reported that the patient's neuro pump was removed 3 weeks after implant due to the patient's system rejecting the pump, and her stomach was swollen due to the pump. The medication being delivered via the pump was unknown. Additional information has been requested regarding troubleshooting and the cause of the event, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Event description:
It was reported that the patient's neuro pump was removed 3 weeks after implant due to the patient's system rejecting the pump, and her stomach was swollen due to the pump. Additional information has been requested regarding troubleshooting and the cause of the event, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).